Event description:
It was reported that during a da vinci si distal pancreatectomy procedure, the patient side manipulator (psm) 2 arm insertion axis appeared to move downward. Reportedly, the system was docked to the patient and a harmonic shears instrument was installed on the psm when the issue occurred. No patient harm or injury was reported. The surgeon made the decision to complete the planned surgical procedure using open surgical techniques.

Manufacturer narrative:
The investigation conducted by the field service engineer, determined that the issue experienced by the site was associated with the brake within the patient side manipulator (psm) arm 2. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments. The system was repaired by replacing the affected psm. The psm was returned to isi for failure analysis investigation. Engineering was unable to replicate the failure mode experienced by the site. Functional testing of the psm on an in-house is3000 test system found that the psm passed friction and brake testing. Engineering restarted the test system in normal mode and performed multiple power cycles while moving the psm in different positions. No brake failure occurred and there were no system errors generated. The psm also passed an advanced brake test. As a precaution, axis 1 and axis 2 of the psm was replaced. Engineering evaluation also found that the axis 2 produced a low reading. The axis 2 harmonic drive was replaced to repair the affected axis.